Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device, as the pump stopped working. The physician was unsure whether the issue was due to a leak or general wear and tear. A surgical procedure was performed in which the entire device was replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device, as the pump stopped working. The physician was unsure whether the issue was due to a leak or general wear and tear. A surgical procedure was performed in which the entire device was replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).